Event description:
It was reported when the patient was connected to the external pulse generator (epg), an anomaly of the operation of the epg was suspected. The patient cable was returned. Upon further checking a fracture of the patient cable was confirmed. There was no anomaly found in the epg operation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: 5433v: fracture of the patient cable was confirmed. Without a lot number or device serial number, the manufacturing date cannot be determined.